Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker caused the patient to experienced discomfort. A revision was performed and the pocket was moved medially. The device remains in service. No additional adverse patient effects were reported.